Event description:
It was reported that, during an upgrade procedure. This cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular channel. During the procedure the lead was removed and reinserted. The procedure ended successfully and it was planned to perform a defibrillation threshold (dft) test. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that, during an upgrade procedure. This cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular channel. During the procedure the lead was removed and reinserted. The procedure ended successfully and it was planned to perform a defibrillation threshold (dft) test. This device remains in service. No further adverse patient effects were reported. Additional information was received confirming a defibrillation threshold (dft) test was performed, which was successful.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: patient codes. H6: impact codes.

Event description:
It was reported that, during an upgrade procedure. This cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular channel. During the procedure the lead was removed and reinserted. The procedure ended successfully and it was planned to perform a defibrillation threshold (dft) test. This device remains in service. No further adverse patient effects were reported. Additional information was received confirming a defibrillation threshold (dft) test was performed, which was successful.